Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for an unknown screws, quantity 10. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Information received from synthes (B)(6) reports on an incident from (B)(6) as follows: from a presentation of incidents between 2009 and 2011, just from viewing the x-rays it is visible that it was not a breakage of the implants or a loosening of the screws from the plate. Only biological complications are recognizable with reviewing the x-rays. No further information is available. This report is for unknown screws. This report is 2 of 2 for (B)(4).